Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04)- rasp. G2: foreign - event occurred in italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a hip replacement procedure, a rasp instrument broke; specifically, the pin connecting the rasp to the rasp holder fractured. The event occurred intra-operatively while rasping, and the rasp was subsequently removed using the hammer mechanism. The patient had no consequences or impact. Attempts have been made and no further information has been provided.